Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was powered on, the camera cart said 'unable to connect' and they were unable to power the system off. Technical services (ts) had the medtronic representative (rep) disconnect the interconnect cable, power off the camera cart, and unplug main cart from wall power and power off. Ts had the rep reconnect the interconnect cable and boot up the system. The main cart went to the login screen while the camera cart went to 'unable to connect' screen again. Ts had the rep go into self test and the battery percentages are 100%, but the checkpoint firewall/router and wifi client endpoint were red. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735772, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: the system was serviced in the field, and the network router and interconnect cable were replaced. Codes b01, c04, d02 are applicable to this analysis. D9, h3: the hardware (9735799) was returned and analysis was performed. The legacy checkpoint was tested and initially failed configuration validation despite the wan, dmz, and all 8 ethernet ports functioning without issues. After a factory reset and reconfigure the checkpoint passed validation. Codes b01, c10, d02 are applicable to this analysis. The hardware (9735772) was returned and analysis was performed. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes b01, c19, d14 are applicable to this analysis. H6: multiple annex g codes were reported. G02007 corresponds to concomitant product 9735799 that comprises the reported event. G02004 corresponds to concomitant product 9735772 that comprises the reported event. Multiple fdd/annex a codes were reported. A0718 was coded for the system being unable to power down. A1102 was coded for the message on the camera cart. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.